Event description:
It was reported that the patient need a left ventricular lead with lower thresholds. During implant attempt of a new lead, the lead could not be implanted due to difficult anatomy. The lead was not used, and the previous left ventricular lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on all conductors (not obstructed) and distal conductor (not obstructed); full lead returned and analyzed.

Event description:
It was reported that the patient need a left ventricular lead with lower thresholds. During implant attempt of a new lead, the lead could not be implanted due to difficult anatomy. The lead was not used, and the previous left ventricular lead was left in use. No patient complications have been reported as a result of this event. The lead was later capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). : no anomalies found, however blood was noted on all conductors (not obstructed) and distal conductor (not obstructed); full lead returned and analyzed.